Event description:
Approximately 38 months post index procedure, the patient experienced restenosis.

Manufacturer narrative:
Block b5: corrected approximate months from 36 months to 38 months.

Manufacturer narrative:
Adverse event, outcomes to adverse event: the patient required revascularization of the target vessel. This is being reported as a follow-up to the clinical study. UDI #, PMA/510k #: UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Report source: foreign- (B)(6) / study name: (B)(6), patient ID # (B)(6). Device evaluated by MFR: during the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2015, two stellarex catheters were used to treat the target lesion of the left mid sfa. Approximately 36 months post index procedure, the patient experienced restenosis. A revascularization of the target vessel was performed on (B)(6) 2018. Approximately 2 months later, the patient experienced a restenosis. A successful revascularization of the target vessel was performed on (B)(6) 2018. The physician indicated this is not related to the study device or procedure.